Event description:
It was reported that this device exhibited safety mode during interrogation. At a previously device check in july 2023 eight month was remaining with ventricular pacing of 31%. The patient di did not experience any dizzy spells and a device revision was planned. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Manufacturer narrative:
This devcie was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device could not be interrogated and was exhibiting no pacing pulses. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. Testing confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause was unable to be determined.

Event description:
It was reported that this device exhibited safety mode during interrogation. At a previously device check in (B)(6) 2023 eight month was remaining with ventricular pacing of 31%. The patient did not experience any dizzy spells. The device was subsequently explanted and expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device exhibited safety mode during interrogation. At a previously device check in july 2023 eight month was remaining with ventricular pacing of 31%. The patient did not experience any dizzy spells. The device was subsequently explanted and expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this device exhibited safety mode during interrogation. At a previously device check in july 2023 eight month was remaining with ventricular pacing of 31%. The patient did not experience any dizzy spells. The device was subsequently explanted and expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the explant date.